Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had difficulty installing the cartridge onto the pump. Reportedly, the cartridges were "slightly larger around the edge". The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 132 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. D9, h10 additional manufacture narrative.